Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was at home and connected to the power module, she experienced three episodes of red heart and no flow alarms when she turned over in bed. The patient was asymptomatic during the events. The distal end of the patient's percutaneous lead was replaced 3 months prior to this event (reference MFR. Report # 2916596-2012-00662). The patient was brought back into the clinic to take x-rays and when she was placed on the power module, a low flow/pump stop alarm occurred. The patient was placed on battery power and was admitted into the hospital. The following day, the patient experienced chest pain and palpations with pumps stops. A decision was made by the hospital staff that the patient was to receive an ungrounded patient cable, rather than a pump exchange. The patient was given an ungrounded patient cable and no further issues have been reported. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.